Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the they were in emergency room due to hyperglycemia on (B)(6) 2018 at 10 am with blood glucose value was 607 mg/dl. The customer was treated with intravenous insulin. Customer also reported infusion set cannula was bent. The device will not be returned for analysis.